Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out of range shock lead impedance measurement detected via the patient remote monitoring system. Attempts to obtain additional information were unsuccessful. As of this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that another alert was detected for high, out of range shocking lead impedance measurement. The physician noted a nick on lead's shocking electrode. Furthermore, an alert for ventricular tachycardia (vt) mode set to monitor only (mo) was also detected. Alert for high shock impedance has been an ongoing issue and the field representative stated that device was set to mo mode due to patient entering hospice. The lead was explanted while the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.